Event description:
Customer reportedly obtained results of 480mg/dl and 87mg/dl within 10 minutes on the advantage test system. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. No information provided on where comparison was performed. Advantage test system: meter, strip lot 549618, exp 4/30/08, cat/2030365.

Manufacturer narrative:
Suspect device: comfort curve test strips.